Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy performed on (B)(6) 2021, the sheath broke. There were no fragments reported, and the procedure was completed using a new device of the same part number.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the distal end of the sheath had broken. The fragment generated was not returned for analysis. The surrounding area of the sheath tip was noticeably dented/bent. The observed condition is consistent with interference between the device and other instrumentation during use.